Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a high blood glucose reading of 419 mg/dl. He reported that his insulin pump had alerted him that the blood glucose was low. Customer reported that he did not treat, continued to do what he was doing and felt that was the reason the reading was so high. Customer was advised on setting up the sensor. Nothing further was reported.